Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code correction, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during inflation, the delivery balloon ruptured. Blood was observed in the syringe, and difficulty was encountered when withdrawing the delivery system through the esheath. As the physician attempted removal under fluoroscopy, resistance was noted when the balloon tip met the esheath' and 'damage was noted to the edwards esheath, which was split at the distal end.' In this case, the associated balloon of the ds burst. Withdrawal of a delivery system with an altered balloon profile can lead to the system to catch onto the distal tip. The force required to withdraw the ds could then lead to the observed distal tip split. Per imagery review, calcification, tortuosity, and undersized vessels were observed in the patient's access vessel. These patient factors can cause non-coaxial alignment between the devices during withdrawal and further contribute to the ds catching onto the distal tip. As such, available information suggests that patient factors (undersized vessels, calcification, tortuosity) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a balloon rupture occurred during inflation of the delivery system while deploying a 26 mm edwards sapien 3 ultra resilia (s3ur) valve in the native tri-leaflet aortic position. The patient is a 75-year-old male. The valve was successfully implanted in the intended position. During inflation, the delivery balloon ruptured. Blood was observed in the syringe, and difficulty was encountered when withdrawing the delivery system through the esheath. As the physician attempted removal under fluoroscopy, resistance was noted when the balloon tip met the esheath. The delivery system and sheath were removed as a unit; however, the balloon tip separated from the shaft during extraction. A femoral cutdown was performed to retrieve the disconnected balloon tip. The patient received blood products during the intervention. The patient was reported to be in stable condition following the procedure. Damage was noted to the edwards esheath, which was split at the distal end. No other edwards devices were reported damaged. The delivery system and esheath are available for return. A biokit was sent. The perceived root cause of the event was a smaller caliber sinotubular junction (stj) combined with the presence of calcium, which may have contributed to balloon rupture and withdrawal difficulties. No additional procedural complications were reported. A 3mensio report and images/videos are available for review.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.